Manufacturer narrative:
The actual device is retained at the hosp. A team of engineers were allowed to examine and test the actual device at the user facility. The engineers report has been completed and a supplemental report will be filed at that time.